Manufacturer narrative:
This report is submitted on february 07, 2022.

Event description:
Per the clinic, the patient experienced swelling due to extrusion of implant over the retroauricular site. The patient developed an infection at the implant site and was treated with oral antibiotics (date and duration not reported); however, the issue did not resolve. The device was explanted on (B)(6) 2022. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on april 6, 2022.